Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was 500 mg/dl; cause was not known. Ketone level was large. Boluses and insulin injections were used to address bg. Customer was admitted to the hospital for diabetic ketoacidosis (dka)/bg. Intravenous insulin was administered. Dka/bg were resolved and customer was discharged on (B)(6) 2018. Pump system check was performed with tandem technical support; no device issue was identified.